Manufacturer narrative:
Neither the device or any imaging could be provided for evaluation. It is possible the cause was excessive force and misuse of the implant and its holder. However, the exact cause of the reported issue could not be determined.

Event description:
It was reported that the threaded rod tip broke off inside the spacer and was left in the patient.